Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on up arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump received with cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The service team reported this is a (B)(6) loaner. The customer¿s blood glucose level was unknown at the time of incident. No further details provided.